Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cutting tool jaws were mis-aligned. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25127186, 25127270 and 25127464 the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed. A visual inspection determined that the heater wire was flexed away at center from the hot jaw. The wire remained in place at the base and the tip of the jaws. To check the ability of the jaws to match up, the toggle was pulled back to the proximal position till a slight "click" sound was heard. It was observed that the jaws was align with each other. Based on the returned condition of the device and the evaluation results ,the reported failure ¿failure to align¿ was not confirmed, but was confirmed for the analyzed failure " bent -wire." Specific actions for the failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cutting tool jaws were mis-aligned. A replacement device was used to complete the procedure. The hospital did not report any patient effects.